Event description:
It was reported that a tremetrics ra300 audiometer caused hearing loss 1 week after a normal hearing test. The pt did not complain of pain or hearing loss during or after the exam. The pt did complain of a loud tone, however, the clinician re-explained the test procedure and the test was completed without any further complication.

Manufacturer narrative:
The device was returned and device history records were reviewed. All mfg and quality assurance testing was carried out in accordance with standard procedure, and the device met specification at the time of release. In addition, further testing was conducted on the returned device and all specifications were met.